Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the right ventricular (rv) lead dislodged and perforated shortly after implant. The right ventricular (rv) lead was explanted and replaced with a single coil lead. It was noted that the implantable cardioverter defibrillator (ICD) was then alerting for high/undefined superior vena cava (svc) impedance however, there is no svc coil on the lead. The ICD remains in use. No further patient complications have been reported as a result of this event.